Event description:
It was reported that when the stimulation was turned on, the stimulation turns off without button commands from the patient. It was claimed that the stimulator was turning off. It was noted that the issue began when the patient started using hd programming. The patient confirmed this happened when it happened with the patient programmer. The patient was keeping a log of the times when the stimulation turned off, it was noted a picture of a stim diary was not particularly helpful to determine the cause of the battery turning off. It was noted that it automatically turned on the night (B)(6) 2015 without her doing anything. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after further troubleshooting, it seemed like that patient didn't realize the battery was discharged within about two days, and as a result, shutting off. The patient was using their hd settings that they didn't perceive, so it was hard for the patient to know that the stimulator was shutting off. As the pain returned the patient realized that it was off. However, the patient was still doing some further journaling because sometimes they were expecting it to deplete within 2-3 days and then they checked the battery, it was full and the stimulator was off. It had been a little confusing and the manufacturer representative was still working through it.